Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experiencing high blood glucose. Blood glucose level at the time of the incident was 25 mmol/l which was treated with insulin syringes. Customer was experiencing headaches. Customer was using insulin pump within 48 hours of incident and auto mode feature was not active. Customer was also reporting that retainer ring had came off and reservoir does not lock in place. Insulin was neither dropped or bumped. The insulin pump will be returned for analysis.